Event description:
Customer questioned the delivery accuracy of the pump as the seven day infusion of chemotherapy, was completed 15 hrs early than scheduled. There was no incident related med sequelae.